Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to myopotential oversensing. Programming changes were made. There were no patient consequences.